Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon cuff on the btt port broke on the vaso view hemopro while filling it with air from the syringe. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.